Event description:
Subsequent to the initial medwatch report, the following information was received: arteriotomy closure of the left common femoral artery using the pre-close technique after a percutaneous coronary interventional (pci) procedure. One proglide device was used for closure of the access site.

Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a proglide after an interventional procedure. Reportedly, an unspecified device failure occurred. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Since the anterior cuff was missed, the monofilament could become loose from the guide tube during device retrieval. Therefore, the reported experience for this complaint is confirmed. Based on visual and functional analysis of the returned device, the cause of the incident was related to the operational context of using the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.